Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor connection issue occurred. It was indicated that the sensor was inserted in the arm, which is off-label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss was the patient closed the mobile app. The reported allegation of a sensor connection issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.